Event description:
The device didn't deploy. The spring coil didn't release. Three boxes of two devices had to be opened to complete the case. The device lot number noted did not deploy. Also, a second device with lot number b34803 also did not deploy. The last device attempted, lot b27984 did function properly. Our marguette general reporting number for this report in 2013 is: (B)(4).